Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 the patient saw an 8286 (empty reservoir) code displayed on the personal therapy manager (ptm). The patient's appointment to have the pump refilled was scheduled for (B)(6) 2016. The patient was on their way to have their pump refilled. The patient was feeling ok, and had no symptoms at the time of report. The patient does not hear the pump alarm. The patient was unable to find a healthcare professional in (B)(6) to refill the pump, and has to drive 600 miles to get their pump refilled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.